Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the suspect user interface module (uim) that was returned and was able to duplicate the reported issue. The root cause of the reported issue was due to low voltage from battery 1 during start up.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customer reported while using the avea ventilator, no display or led¿s when powered on. The customer reported there was no patient involvement associated with this event.